Event description:
Rec'd report of tubings leaking at the filter air vent. A pt lost three hrs of chemotherapy with the solution running at 2-3cc/hr. The nurse was called and tubing changed to solve the problem. No pt harm reported. Possible very small chemo spill occurred.

Manufacturer narrative:
Co received 5 used sets for testing. Four sets were confirmed for leaking at the proximal vent. The test and investigation has progressed to the point that the vendor has identified the source cause of the problem. This was identified as a deep weld during the process of filter manufacturing. The vendor has since corrected their process such that this type of defect is less likely to occur.